Manufacturer narrative:
Eval summary: it is not suspected that the product failed to meet specs. The glenosphere was destroyed; therefore the condition of the component is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during glenosphere insertion. Insufficient bone clearance around the base plate, interference with retractors, etc. Could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of base plate reamer 2 is needed to remove bone around the base plate to avoid impingement with the glenosphere. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon did not get the glenosphere seated correctly. The implant was not loose as the surgeon grabbed it and pulled on. Two days after initial surgery, the pt was revised to seat the glenosphere.